Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from customer technical support and proceeded with the process for obtaining a renewal pump. No additional information was received regarding the outcome of the event.